Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop with angle closure, significant reduction of iridocorneal angles, and significant shallowing of the ac. Reportedly, "after implantation of initial 13.2mm sizing, high vaulting (post 1 day 1341 microns) and reduction of ic angle was seen. Ic exchange of 12.6 sizing was done," and "ic angle has stabilized at around 20 degrees and vaulting is in normal range. The lens was later removed and replaced with a shorter length lens and the problem was resolved. Medication was provided. It was also reported, "patient experienced retinal detachment on left eye and treatment was done." There are multiple medical device reports associated with this patient. This report is 1 of 3 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.